Event description:
Consumer alleges that the unit will just stop producing oxygen sometimes. Consumer alleges that the one time it stopped producing oxygen and he passed out and fell and broke wrist, three ribs and stoved his fingers. Consumer alleges that the unit will just stop running at times. Consumer alleges that the battery will completely deplete sometimes. Consumer states the internal battery and external battery will not charge at the same time. Consumer alleges that occasionally it will turn itself on when it is completely powered off. Consumer alleges he has sent his unit in for repair twice.

Manufacturer narrative:
(B)(4) - this report is follow up 001 to complete the information.

Event description:
Consumer alleges that the unit will just stop producing oxygen sometimes. Consumer alleges that the one time it stopped producing oxygen and he passed out and fell and broke wrist, three ribs and stoved his fingers. Consumer alleges that the unit will just stop running at times. Consumer alleges that the battery will completely deplete sometimes. Consumer states the internal battery and external battery will not charge at the same time. Consumer alleges that occasionally it will turn itself on when it is completely powered off. Consumer alleges he has sent his unit in for repair twice.